Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has not used the therapy in 2¿3 years, and the patient no longer feels the sensation from the therapy, and it's not functioning. The caller states that they are trying to get the patient an MRI, and the MRI tech is asking for proof that the therapy is off. I helped the caller connect to the implant, and they reported seeing 2.8 and no lightening bolt in the upper left icon. The caller was then seeing poor communication. After multiple attempts with and without the antenna, they were still only seeing the poor communication screen. I emailed the caller the manual with an image of the normal screen to confirm that is what I had seen.  The patient called back with the replacement programmer and antenna and requested a ssistance in continuing the troubleshooting. Patient services walked the caller through putting new triple-a alkaline batteries in the programmer, plugging in the new antenna, placing the antenna over the patient's ins site, and hitting the sync button. The caller received a poor communication screen even after repositioning the antenna. The caller then unplugged the antenna, placed the back of the programmer over the ins site, and was able to sync to see the patient's settings. Therapy was confirmed to be off. Patient services had the caller try the old antenna with the new programmer and had the caller sync again to the ins, and the old antenna worked to sync to the patient's settings with the new programmer. The troubleshooting steps taken on the call resolved the reported issue. Documented and reported event. No further action was taken by patient services